Manufacturer narrative:
This lot was manufactured february 22, 2018 - february 23, 2018. The device was received for evaluation. Visual inspection using the naked was performed found white crystallized drug residue located at the blue winged luer cap. The blue winged luer cap felt slightly untightened. A functional leak test was performed by filling the unit with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was monitored until the next day. No signs of leak were observed at the blue winged luer cap. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during re-labeling. This was identified before use. The device was filled with 4800 mg fluorouracil in 115 ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.